Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient had been in the hospital with an elevated blood glucose level of hi. The patient thinks the infusion device delivers insulin, but an inaccurate amount. She stated that she would have expected the device to display an error if it were actually not functioning. The patient no longer has confidence in the infusion device. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.